Event description:
It is reported that there appears to be a slight mismatch between the nexgen stem extension trials and the definitive implant. After trialing, the definitive implant would not seat onto the prepared tibial surface and hung up by about 5mm. The procedure had gone beautifully until the definitive implant of the straight stem would not seat onto the prepared tibial surface and hung up about 5mm proud. The surgeon had to rapidly remove the setting bone cement from the allograft and the implant. The trial assembly was retested and seat quite easily. We tested the definitive construct without cement and once again in hung up. After many attempts, we managed to implant a new definitive implant with a straight stem, as the offset would not seat. We have visually compared the shape of other straight stem trials to corresponding definitive implants and it would appear that there is a slight discrepancy between them at the proximal tapering portion of the stem extension. Surgery was delayed by 2 hours.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.